Manufacturer narrative:
Results - control board and load cells.

Event description:
It was reported by service report that the scale was inaccurate. The customer could not determine whether there was patient involvement, however no adverse consequences are reported.